Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about two or three years prior to (B)(6) 2020, the patient programmer screen showed the por (power on reset) and to call the clinician. At that time, the patient was advised to call the clinic, but the patient did not remember what they did. It appeared that the patient was able to clear or bypass the por. It was noted that normal use may have led or contributed to the issue. The patient kept this programmer and another one had been given to them in the meantime by a nurse during a visit to the clinic. The issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury.